Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding the serial number and the exact implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a "leaking system". When attempting to "fill the band with contrast dye, the dye pooled around the port and traveled down the first few inches of the tubing." F/u findings: the pt was a new pt to the surgeon. The surgeon performed an initial upper gi and a leak was noticed. Fluoroscopy testing was done later and the radiologist noted "a focal discontinuity in the ring of radiodense material which borders the port itself (over a length of 2-3 mm just lateral to the stem) suggests loss of integrity. This is most likely the source of the leak. Possibly a loose connection between the base of the stem and anaplastic, which is separated by about 7 mm." The device remains implanted at this time. Surgery has not been scheduled at this time.